Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their belt clip broke, sensor tape was not sticking, and that they experienced a low blood glucose level of 45 mg/dl. The customer stated that they treated the low with juice. The customer was assisted with troubleshooting for tape not sticking. The customer's methods were reviewed and they were also given advise on how to prevent the product from not sticking. The customer will be sent samples and was instructed to call back if the issue persists. Troubleshooting for the low blood glucose was declined. A self-test was ran and the insulin pump had no issue and no error. The insulin pump will not be returned for analysis.